Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was between 300 - 399 mg/dl, one and a half week ago. Therefore, they tried to treat it with correction bolus via pump. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.